Event description:
It was reported that a patient underwent a chin osteotomy procedure on (B)(6) 2012 and absorbable hemostat was used. Several days following the procedure the patient developed an infection. No further details were provided. Currently, the patient's condition is stable. Additional information has been requested.

Manufacturer narrative:
(B)(4): occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.